Event description:
Per the clinic, the patient experienced chronic headaches, as well as persistent pain related to prior neck and spinal surgeries. Consequently, the device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.